Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge and resuming insulin. Technical support closed the case as no further assistance was necessary.